Event description:
It was reported, following initial implant of the right ventricular (rv) lead, the patient experienced inappropriate shocks. Diagnostic imaging was performed and revealed a rv lead dislodgement. It was suspected the dislodgement was due to the patient's arm movements immediately following the implant procedure. The rv lead was repositioned to resolve the event. The patient was stable.